Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer should be reminded the directions-for-use state good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The used combined pack was visually inspected and no obvious defects were found. The infusion cannula, endoilluminator w/radio frequency identification, and probe ga were verified. The manifolds, connectors, components and cassettes were found to be in good condition. The connectors were connected to the cassette without any interference. Testing was completed on a calibrated console. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No bubbles observed during this phase of testing. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No bubbles observed during this phase of testing. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. No message code appeared on the screen during functional testing. Fluid flowed from balanced salt solution to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that bubbles in the infusion tubing caused infusion was slow during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no harm to the patient.